Event description:
Customer states that the pump was over infused by 11 ml during testing. Rate and dosage were 125 ml/hr and 10 ml.

Manufacturer narrative:
The volumetric accuracy tests were performed and pump infused within +/-5% specification. The complaint could not be confirmed.